Event description:
Pt underwent left total hip arthroplasty during 7/95. Pt was subsequently transferred to a rehab facility where she was learning to use a wheelchair and sustained a twisting injury to the eft lower extremity. The left hip disclocated. The hip was subsequently reduced and pt was taught total hip restrictions. Pt returned to home and sustained two dislocations of the hip on two separate occasions while sitting on the commode. All dislocations were anterior. The pt then sustained a third dislocation and was admitted to the hosp for revision arthroplasty of the left hip. Intraoperatively, a dark, watery fluid was found within the joint. Cultures were obtained and reported as negative for bacterial growth. The acetabular head and liner were removed and the acetabular liner was replaced. The femoral head and neck were also replaced.